Event description:
It was reported that customer believed control-iq feature did not adjust insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. The customer declined further troubleshooting with tandem technical support.